Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched messages, caused by a failed upper link switch. The upper auxiliary assembly, which contains the link switch, was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient involvement.